Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from avia a manufacturer representative from a health care provider regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that patient had back pain and uncomfortable stimulation at amplitudes of 8.0. And they are considering revising and replacing. No further information is known at this time.